Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During one presentation, jj sales rep came to unverified information that large size of the cementless stem has been broken after implementation. He tried to get a more reliable information but without success. He did not find out the type of implant (j&j or competitors), the name of the hospital, the name of the surgeon, the date of surgery, the condition of the patient, anything that he could use as feedback. For now, this can be considered as speculative and not valid information. He reported this case as a precaution to avoid inconvenience and under the assumption it really relates to some of jj products.